Manufacturer narrative:
Correction to implant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an error message. No adverse patient effects were reported. Currently, this crt-p remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. According to additional information, the alert was for updating the software on the programmer used to interrogate the device. There were no alerts or error messages after updating the programmer.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an error message. No adverse patient effects were reported. Currently, this crt-p remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. According to additional information, the alert was for updating the software on the programmer used to interrogate the device. There were no alerts or error messages after updating the programmer.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an error message. No adverse patient effects were reported. Currently, this crt-p remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.